Event description:
The customer reported that the instrument jaws got stuck during surgery and could not be opened. This happened after a few activations. The jaws of the instrument were opened by using forceps. This occurred more than once during the procedure and a new ligasure device was used to complete the case without issues. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is completed a follow-up report will be submitted.